Event description:
It was reported that the pt had a pump replacement for end of service on the pump. The pt stated that the medication was changed at that pump replacement, from morphine to dilaudid. The pt stated that the pump was "set at a higher level than was originally planned." She stated that she was supposed to be at a lower dose to be able to drive and do other activities. The pt stated that she was supposed to get a ptm (personal therapy manager) to be able to give herself a bolus in the evenings when her pain was worse. The pt did not have the ptm. It was unclear if her physician requested the ptm for her or not. The pt had a follow-up appointment ten days after her implant procedure and it was unclear if her pump dosage was changed at that appointment. Following this appointment at an unspecified date, the pt stated that she "blacked out" and hit a "bridge embankment causing her to total her vehicle." The pt stated that she broke ribs on her left side; the same location as the implanted device. The car accident was not associated with the pump replacement. The pt stated that she "crashed because of the change in medication & dosing." The pt stated that the prosecuting attorney was "threatening to take her driver's license." She was questioned at length by the highway patrol and the emt (emergency medical team) because of her surgical site. She stated that she cannot get into the hcp's office because the pump setting was "too high". The pt stated that the whole point of the surgery was to replace pump so she could use the ptm.

Manufacturer narrative:
(B) (4).